Manufacturer narrative:
(B)(4). Additional suspect medical device components involved in the event: model #: sc-2218-50, serial #: (B)(4), description: linear st lead, 50cm, model #: sc-4316, lot #: 18352646, description: next generation anchor kit-sterile.

Event description:
A report was received that the patient's scs was taking too long to charge and the patient noticed some swelling around the battery site. The patient will undergo an explant procedure.

Manufacturer narrative:
Additional information was received that swelling was not device related. The patient underwent an explant procedure. No device malfunction was suspected. The explanted devices were not returned to bsn.

Event description:
A report was received that the patient's scs was taking too long to charge and the patient noticed some swelling around the battery site. The patient will undergo an explant procedure.